Manufacturer narrative:
The initial reporter's phone number: (B)(6). The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A labelling review could not be performed since no material number was provided. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the critical care nurses reported in an online survey stated that successful drainage of urine was not achieved from use of this product biocath hydrogel coated latex foley catheter, standard length, 2 way, 10 ml for the specified duration of use because of it worked. Respondent also stated that successful drainage of urine was not achieved from use of this product biocath hydrogel coated latex foley catheter, standard length, 2 way, 30 ml for the specified duration of use because of was sufficient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the critical care nurses reported in an online survey stated that succesful drainage of urine was not achieved from use of this product biocath hydrogel coated latex foley catheter, standard length, 2-way, 10 ml for the specified duration of use because of it worked. Respondent also stated that succesful drainage of urine was not achieved from use of this product biocath hydrogel coated latex foley catheter, standard length, 2-way, 30 ml for the specified duration of use because of was sufficient.